Manufacturer narrative:
The field complaint of the transmitter's having a no power issue was verified. Final analysis found melted power cord and exposed wires which resulted in electric shock hazard and contributed to the field complaint of power up anomaly. Inspection of the circuit board revealed no damage.

Event description:
It was reported that the transmitter failed to power on. Troubleshooting was performed. The prongs on the power cord and light on adapter was lit ; still the transmitter failed to power on.